Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml hydromorphone at 0.139 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient's pump had shifted, irritating her iliac crest, and had flipped several times. The pump movement was the result of the pocket size, leading to the creation of a new pump pocket in which to place the pump. The patient had reportedly had issues with the pump moving since the implant. During the pump revision, the hcp decided to replace the pump segment of the catheter as the pump flipping had caused loops in one section and the hcp was not satisfied with the catheter aspiration. Following the replacement of the catheter segment, the hcp was able to aspirate freely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.